Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician experienced resistance while advancing the 3.00 x 8 mm taxus express2 drug eluting stent. Upon removal and inspection of the stent it was found that strut damage was present. Nothing else was able to be advanced to the lesion. No patient complications were reported. The patient's status is reported as `satisfactory/good.'